Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with strange readings. The patient was brought into clinic and noted with possible right atrial lead dislodgement. Atrial pacing was noted to result in ventricular events. The lead was repositioned on (B)(6) 2018. The patient was stable before, during, and after the procedure.